Event description:
It was reported that low, out of range (<200 ohms) impedance and loss of sensing was reported from a competitor's right ventricular (rv) lead. Boston scientific technical services which recommended provocative maneuvers to verify the lead integrity. The physician performed isometrics and no noise was seen from the rv lead. Because the lead has been implanted since 1996 and the patient was stable, the physician elected to continue with normal three month follow up appointments. No adverse consequences to the patient were reported and the system remains implanted and in service.